Event description:
The patient came to the unit with signs of bleeding from y connection of the catheter, there was a rupture.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.